Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that far-field r-wave oversensing was observed on the atrial channel. Programming changes were recommended. Device remains implanted. Patient condition is good.